Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging that the device did not meet the acceptance criteria of the evaluation process for the following conditions: "screen will not turn on". This device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that the device did not meet the acceptance criteria of the evaluation process for the following conditions: "screen will not turn on". This device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. No repairs performed. The unit will be scrapped.